Manufacturer narrative:
One cadd solis vip pump was returned for the evaluation of the reported issue. It was received with the smiths tamper seal label missing and minor scratches on the lcd lens screen. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event history log showed evidence of several "cassette not attached properly" alarms. A functional check was performed, as well as a visual inspection to investigate the reported issue. Customer's issue was confirmed and was most likely due to a defective downstream occlusion sensor, dso. The dso was replaced as a corrective action.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device was not reading cassette. It is unknown if there was no patient, or clinician injury associated with this event.